Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the time recorded in the pump history was jumping around. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2015 with the following findings: a review of the black box history confirmed that the time/date setting was changed manually by the user on four separate occasions with the date stated in the complaint. Due to the manual time/date changes the history appears to be incorrect. The pump was exercised for 72 hours with the date/time set and the date/time was accurately recorded to the end of the exercise. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.